Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system and confirmed that the system was not booting up. Upon troubleshooting, the fse found the loose connection in suite pc board. To resolve the issue, the fse unplugged and plugged the connections of suite pc boards, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.